Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a device that ruptured prior to implantation. A backup device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and black mold like appearance. A weight test of the explanted material was verified and was within specification. Microscopic analysis of the return device identified: broken shell with a sharp edge where there is localized stress induced on the posterior side assessed as surgical impact. A dimension measurement in the shell was performed which identified the thickness to be within specification and identified non-penetrating nicks. Based on the device analysis the final assessment is: broken shell with a sharp edge where there is localized stress assessed as surgical impact.

Event description:
Healthcare professional reported a device that ruptured prior to implantation. A backup device was used.